Event description:
It was reported that a patient underwent an opthalmic procedure on an unknown date and suture was used. It was reported that the patient experienced early breakdown of the suture. An additional procedure was indicated on an unknown date. No additional information was provided.

Manufacturer narrative:
It was reported that a patient has a revisionary procedure on (B)(6) 2012 and suture was used. The patient experienced early break down of the suture. He also had leaking at the incision site. The patient had another procedure to close the incision with nylon suture. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this one patient. See also medwatch 2210968-2012-04526. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.